Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventive maintenance an 840 ventilator had an out of range oxygen sensor. The ventilator was not on a patient at the time of the event. The service engineer replaced the oxygen sensor to correct the issue. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.